Manufacturer narrative:
Follow-up #1 and final report submitted to update. Reported event: it was reported that the reamer handle could not be disassembled from the end effector. Product evaluation and results: visual inspection: visual inspection shows wear marks along the 212865 offset reamer shaft. See attachments for images of the instrument. Dimensional inspection: dimensional inspection was not completed as visual and functional inspection clearly shows the failure of the device. Functional inspection: functional inspection shows that the offset cup reamer handle, p/n 212760, lot 3761459 is able to assemble and disassemble to the 206967 variable hip end effector product history review: review of the product history records indicate 18 devices were manufactured under lot no 3761459 and accepted into final stock on 08/09/2017. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 212760, lot number 3761459 shows no additional complaints related to the failure in this investigation. Conclusions: the alleged failure could not be confirmed. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
After reaming on a mako da hip proceed the offset reamer handle (212760 lot#3761459) got stuck inside the ee (206967 lot#19490816 sn- (B)(4) when the scrub was pulling it out. Pushed the reamer handle back into the ee and tried to remove it again. Had same result. The doctor was able to remove the reamer handle out of the ee on the second try by turning the handle while pulling. Inserted the inline/offset impactor into the ee without any problem. Pulled the impactor back out of ee to check and make sure it wouldn¿t get stuck. Came out without getting stuck. Put the impactor back into the ee, locked it, put on the impaction platform, and proceeded to impact the cup. Had no other issues and case was successful. After the case, put the inline/offset impactor, straight impactor, straight reamer into ee 1902544 and none got stuck. The offset reamer handle had some resistance the ee and when in came out of the reamer had some little black plastic looking pieces and greasy residue. Also, noticed some etches on the proximal end of the offset reamer handle. Looking down into the ee ¿shaft¿ there is a bump about the same area where the set pin is located. One minute surgical delay.pictures included. Update: no patient consequences.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After reaming on a mako da hip proceed the offset reamer handle (212760 lot#3761459) got stuck inside the ee (206967 lot#19490816 sn-(B)(4)) when the scrub was pulling it out. Pushed the reamer handle back into the ee and tried to remove it again. Had same result. The doctor was able to remove the reamer handle out of the ee on the second try by turning the handle while pulling. Inserted the inline/offset impactor into the ee without any problem. Pulled the impactor back out of ee to check and make sure it wouldn¿t get stuck. Came out without getting stuck. Put the impactor back into the ee, locked it, put on the impaction platform, and proceeded to impact the cup. Had no other issues and case was successful. After the case, put the inline/offset impactor, straight impactor, straight reamer into ee 1902544 and none got stuck. The offset reamer handle had some resistance the ee and when in came out of the reamer had some little black plastic looking pieces and greasy residue. Also, noticed some etches on the proximal end of the offset reamer handle. Looking down into the ee ¿shaft¿ there is a bump about the same area where the set pin is located. One minute surgical delay. Update: no patient consequences.